Event description:
Per provider there is a faulty power cord. Per independent repair center the unit will not start. Pn 1143493 power cord unable to test; pn 2001134 power switch discolored and pn spio dirty.